Event description:
It was reported that the patient is experiencing urinary incontinence after fifteen years of his artificial urinary sphincter(aus) device. Over the past several months the patient noticed and increased amount of incontinence and is now fully incontinent. The patient is requesting assistance in finding a urologist close to him. The patient was referred to a website to search for a urologists for assistance.